Manufacturer narrative:
(B)(4) the customer report of guidewire tip separation was not able to be confirmed. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was unable to be performed as no lot number was provided. Additional information was requested, and a response was received. There was no harm to the patient. There was no scar tissue or heavy calcification at the access site. The guidewire was outside of the artery in the subcutaneous tissue. Based on the customer report, the guidewire was withdrawn through the needle. The instructions-for-use (IFU) provided with this kit warns the user, "do not withdraw the guidewire through the needle. If necessary, remove both the needle and guidewire as a unit to prevent the needle from damaging or shearing the guidewire." Based on the customer report, unintentional user error likely caused or contributed to this event. An in-service has been requested. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "while accessing a ij vein 1mm of the wire tip broke off in the subq tissue. Dr. S. Said the wire and needle were not in the vessel and the wire kinked and when it was removed from the needle a 1mm piece of the tip of the wire broke of. He said no issues with this and left the piece in place and got another micro kit and finished the procedure".